Manufacturer narrative:
This is the 2nd mucosal burn incident reported by the user involving the ed-580xt duodenoscope and a OEM sphincterotome. The first incident was reported to the FDA in 3001722928-2021-00004. The investigation determined that the energized sphincterotome came into contact with the elevator of the ed-580xt while the elevator was already in contact with proximal mucosal tissue. The elevator was energized by the sphincterotome, which produced the mucosal burn. A supplemental report will be submitted if any additional relevant information becomes available.

Event description:
On march 17, 2021 fujifilm corporation was informed of an incident that occurred during an ercp procedure involving the ed-580xt duodenoscope. During a sphincterotomy, a mucosal burn was noticed proximal to the ampulla and away from the cutting wire of the sphincterotome. No additional medical treatment was required as a result of the burn.

Manufacturer narrative:
Fujifilm corporation conducted the root cause investigation that was concluded on 31 january 2022. During the investigation, it was identified that high-frequency devices were used with and without visualizing the proximal end of the wire on the endoscope monitor. As a result, the wire came in contact with the distal end metal part of the endoscope, causing a high-frequency current to flow through the distal end metal part. A burn can occur if the energized distal end metal part comes into contact with the mucosa. The relevant warnings are included in the IFU of ed-580xt and it is probable that user did not comply with these warnings. Unlike high-frequency devices, the distal end metal part has a large area, so it does not cut deeply and only superficial mucosal burns may occur. None of the seven (7) burns reported by fujifilm were serious injuries. Therefore, fujifilm believes that it will not lead to a serious injury.

Manufacturer narrative:
Fujifilm performed a retrospective review of the incident and discovered that the wrong serial number had been assigned to the incident. The customer returned two ed-580xt scopes to fujifilm for inspection (s/n (B)(6) and (B)(6)) but had incorrectly communicated that (B)(6) was the scope involved in the incident. Fujifilm verified (B)(6) as the correct scope because the images taken during the procedure displayed the serial number. As part of the initial investigation, fujifilm performed a simulated test on an ed-580xt scope from a different batch than (B)(6) and (B)(6). (B)(6) was already inspected, repaired, and returned to the customer before fujifilm became aware that this was the scope involved in the incident. It was determined that there would be no additional benefit to retrieve this scope again for further investigation because no malfunction of the portion related to this issue was found in (B)(6). The customer has since used this scope without reporting any new issues. As such, fujifilm believes that the results of the simulated test previously performed on a separate ed-580xt batch is still valid. A supplemental report will be submitted if any additional relevant information becomes available.